Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician dressed the site and prescribed antibiotics. Physician brought the patient into the or the following day, irrigated the neck pocket with antibiotic solution, repositioned the stimulation lead beneath the tissue, re-sutured, and closed the incision. Postoperative antibiotics were prescribed after the procedure was completed.